Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for peritonitis and other unrelated medical conditions. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information provided. Upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.